Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Additionally, ongoing intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose level was 493 mg/dl. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 5 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.